Manufacturer narrative:
(B)(4).

Event description:
It was reported by the doctor that she has experienced three instances, and knows of possibly two others, where she connected the 6" extension set with one-way stopcock in the arrow arterial kit to the edwards pressure monitoring kit ref pxvk1099, and experienced delayed leaking at the connection point. In most instances the nurse caring for the patient reported the leaking to the doctor a short time after insertion. In turn, the doctor reported that the connection felt different than normal, and heard what she described as a slight cracking sound when she first attached the edwards transducer set to the arrow extension set. They did not experience this in the previous version of the kit that had a 4-way stopcock. Two transducer sets and a new arrow extension set from an unopened kit will be returned for testing. None of the sets that were used in the incidents described were saved. They have been instructed to save any sets from this point forward that do not function normally. There was no reported delay, death, or complications to the patients as a result of this occurrence. Note: in the incidents that occurred, the physicians removed the arrow extension sets and connected the transducer sets directly to the arterial catheter. They consider this suboptimal care and do not wish to continue this practice.

Manufacturer narrative:
(B)(4). Device evaluation: the reported complaint for the stopcock leaking was not confirmed. Returned were two edwards transducer sets from lot 60464455 and an arrow extension set from an unopened kit. One of the two edwards kits had been opened and the other one was still sealed. The opened edwards kit also contained a non-arrow extension tube with a 4 way stopcock attached. Visual examination and functional testing was performed in conjunction with the process technology group (ptg) owner. The arrow extension tube was examined microscopically. There were no cracks in the stopcock. However, the threads of the female luer connector were deformed in two locations. The spacing of the threads was narrower than the thread spacing on other female luer hubs in lab inventory. The female luer connector on the returned stopcock was checked for inside taper and passed. Multiple male luer connectors from lab inventory were connected to the female luer on the returned stopcock and also to other female luer connectors from lab inventory. The returned stopcock felt different than the lab samples. It did not thread as smoothly and did not "bottom out" and stop in the male luer connectors. It felt like it could continue to be tightened beyond what was needed to make other remarks: a secure connection. This could potentially result in overtightening and stressing the female connector. One of the edwards tubing sets was connected to the stopcock and a 10ml syringe was used to inject water into the edwards tubing while the opposite end of the arrow tubing was occluded. No leaks were observed. The edwards tubing was disconnected and the arrow stopcock was directly connected to water leak tester while the opposite end was occluded and tested at 29 psi for 1 min. No leaks were observed. The edwards tubing set was reconnected to the stopcock and leak tested at 29 psi for 1 min. No leaks were observed. The second edwards tubing set was connected to the arrow stopcock and leak tested at 29 psi for 1 min. No leaks were observed. A review of the device history records did not reveal any manufacturing related issues. Since the stopcock is a purchased component, the probable cause of this complaint is supplier related. Further investigation of this complaint issue has been initiated.